Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant. During the procedure, after connecting the crt-p to the leads, the left ventricular (lv) impedance was greater than 3,000 ohms and there was no capture. As a check, the lv lead was then connected to the right ventricular (rv) port of the device and measurements were normal. Subsequently, it was decided to exchange the device to complete the procedure as a connection issue was suspected. No adverse patient effects were reported. The crt-p is expected to be returned.